Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced change in therapy .the patient made an increased to stimulation on call and would monitor symptom. It was noted that therapy was not as good as it was for urinary symptom as it was 3 weeks ago but still a 50% improvement. The change in therapy/symptom was considered sudden. The patient stated she has had no falls, accidents, or traumas. The patient was on program 2 at 0.6. Same setting she was set on at implant. She increased to 0.7 and reported stimulation moved from labia to buttock and it was not comfortable. The patient changed to program 3 at 1.3. The patient would monitor symptom. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available the indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.